Event description:
The patient's family member called lifescan and alleged that the meter was reading inaccurately high. On the day of the event at approx 4:24 p.m. The pt's meter showed 360 mg/dl. The pt continued playing; no insulin was given. Around 7:45 p.m. They complained they did not feel well. Family member tested pt's blood sugar; result was 271 mg/dl. Family member trusted meter reading and gave pt 4 units of rapid insulin and 15 of slow insulin just before eating at 8:00 pm. It is not clear if the insulin was based on the meter readings or a set amount. They began to complain once more of symptoms resembling that of hypoglycemia at the dinner table. Just before 9:00 pm they were unconscious and in a "semi-coma" state, according to the pt's family member. Family member injected pt with glucagon. At 9:00 p.m. The paramedics were called, they arrived at 9:05 p.m. They tested the pt with the pt's meter and obtained a result of 252 mg/dl. They re-injected glucagon. At 9:12 p.m. The pt's family member tested with another lifescan meter that family member has and obtained a result of 209 mg/dl. Family member retested with the suspect meter at 9:18 p.m. With a result of 274 mg/dl. The pt arrived at hospital at 10:00 p.m. Upon arrival, pt was tested with hospital's meter with a result of 100 mg/dl. The hospital decided to wait before taking action. At 10:30 p.m. They retested with hospital's meter, the result was 150 mg/dl. According to hospital's estimations, the pt must have had 20 mg/dl at time of call to paramedics. Pt felt fine the following morning. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt performed a control solution test, which passed. Based on the information provided, there is evidence of a meter malfunction; although the pt was comparing the meter to feelings, it is evident that the meter was reading high while the pt was hypoglycemic. The meter has been replaced for the pt.